Event description:
On 02/23/2000, a nellcor puritan bennett failure investigation tech verified the customer's complaint that the npb 190 monitor displayed zero's and did not alarm. Initial info suggests no pt harm or treatment changes.